Manufacturer narrative:
On (B)(6) 2020, the field service engineer primed the ise system and performed ise checks. He performed an ise module cleaning and performed ise module checks. He replaced the vacuum diaphragm. The time of measurement for each patient was requested but not provided. The investigation reviewed the ise calibration reports and it could be seen that the internal standard was replaced. The customer later performed patient correlation studies with another analyzer and the results of the correlations were within specifications. They decided to go ahead and replace the ise electrodes anyway. The customer has had no further issues. The investigation determined the event was consistent with not calibrating after an exchange of internal standard reagent. For calibration frequency, product labeling states a full calibration should be completed "every 24 hours, after ise cleaning and maintenance, after changing the reagent bottles, after replacing any electrode, as required following quality control procedures."

Event description:
The initial reporter received questionable ise indirect gen.2 na results on a cobas 8000 cobas ise module. The patient¿s initial na results were reported outside the laboratory. A physician questioned an initial na result for one patient. The customer reviewed around 63 patient sample results and performed repeat testing with a different cobas 8000 cobas ise module. The results for 5 patients were discrepant. Patient 1's initial na result was 132 mmol/l, and the patient's repeat result was 139 mmol/l. Patient 2¿s initial na result was 129 mmol/l, and the patient¿s repeat result was 136 mmol/l. Patient 3¿s initial na result was 127 mmol/l, and the patient¿s repeat result was 133 mmol/l. Patient 4¿s initial na result was 134 mmol/l, and the patient¿s repeat result was 143 mmol/l. Patient 5¿s initial na result was 129 mmol/l, and the patient¿s repeat result was 136 mmol/l. The customer determined the repeat results were correct. The na electrode lot number was p0144 with an expiration date requested but not provided.